Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) reaching 51 mg/dl. Bg was addressed by eating glucose tablets and food. Reportedly, cause of low bg was due to needing basal rate changes, per customer's healthcare provider's recommendation.